Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During an acdf (anterior cervical discectomy and fusion) surgery on (B)(6) 2013, at levels c3-c7, four of the ten implanted screws after locking to the plate stripped in the bone. Surgeon wanted to explant and replace with a larger diameter screw. One screw was successfully replaced. Surgeon used the removal tool on the second screw to be removed, the tip of the tool broke off in the screw and the screw could not be removed. The removal tool could not be used after the tip broke and the screw could not be unlocked from the plate. Surgeon made the decision to not remove the screw after several unsuccessful attempts, as he did not want to burr out the screw. It was noted that the surgery outcome was less than desirable. Operation time was extended over 30 minutes. No other medical intervention was reported. This is report 2 of 6 for complaint (B)(4).